Manufacturer narrative:
Event site email: (B)(4). The getinge field service engineer (fse) evaluated the unit and found fault code 60 with fan error. Fse resolved the issue by replacing power management board and both batteries. Fse also found vertical red line on the display. Fse resolved the issue by replacing the lcd screen and broken hinge covers. Fse also replaced faulty blood pressure transducer adaptor cable with a new one. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received pcba, cardiosave rohs power management and assy, display top lcd with a reported unit failure of the batteries feeling hot and not charging. Also a red vertical line on the display. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No issues were able to be confirmed for this part. The fat installed display top lcd assembly in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed the reported issue. No root cause defined. This revision for pcba, cardiosave rohs power management is obsolete and no longer able to be tested by a supplier. Retained the parts in the failure analysis and testing department per procedure. For power management board- the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. For lcd screen- the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries feel very hot and vertical red line on display. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).